Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, in the rcfa, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. Reportedly, during use of a prostyle device in the lcfa, the foot of the prostyle device was difficult to retract. The foot was opened and closed several times and the device could be removed from the patient anatomy. The foot did not retract completely, but no vessel damage occurred. The suture of a proglide device was successfully pre-placed. The sheath was upsized to a 16fr sheath at both access sites and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture at the rcfa and the proglide suture at the lfca. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.